Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Investigation summary : 1. Exec summary - samples were received and investigations were performed. A. A review of the complaint lot history check was performed and this is the 3rd related complaint for needle hub separates on this lot #. No non-conformances were raised in association with this type of event for this lot concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. B. A review of the complaint lot history check was performed and this is the 1st related complaint for plunger unable to move on this lot #. No non-conformances were raised in association with this type of event for this lot concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was not able to duplicate or confirm the indicated issue hence the root cause is undetermined and based on trend analysis no further action is required at this time. C. A review of the complaint lot history check was performed and this is the 1st related complaint for stopper damaged on this lot #. No non-conformances were raised in association with this type of event for this lot concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. D. A review of the complaint lot history check was performed and this is the 2nd related complaint for flange broken on this lot #. No non-conformances were raised in association with this type of event for this lot concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. E. A review of the complaint lot history check was performed and this is the 1st related complaint for dimension on this lot #. No non-conformances were raised in association with this type of event for this lot concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was not able to duplicate or confirm the indicated issue hence the root cause is undetermined. Based on trend analysis no further action is required at this time. 2a. Samples returned (needle hub separates) - customer returned (21) loose 0.3ml bd insulin syringes. The customer reported the hub separates. The returned syringes were all examined and it was observed that 14 out of the 21 returned syringes exhibited a needle hub and shield assembly detached from the barrel. No damage to the barrel tips was observed. Manufacturing ((B)(4)) will be notified of the observed issue. Bd was able to duplicate or confirm the customer¿s indicated failure. 2b. Samples returned (plunger unable to move) - the customer reported that they are unable to operate the plunger rod. All 21 returned syringes were examined, and it was observed that 1 syringe exhibited a deformed stopper (this issue was investigated under investigation (B)(4)). The remaining 20 samples were then tested for plunger rod movement: all 20 plunger rods were able to move properly within the barrel. The alleged issue could not be confirmed. 2c. Samples returned (stopper damaged) - the customer reported that stopper is damaged or deformed. All 21 returned syringes were examined and it was observed that 1 syringe exhibited a deformed stopper. The remaining 20 samples did not exhibit damaged stoppers. Manufacturing ((B)(4)) will be notified of the observed issue. 2d. Samples returned (flange broken) - the customer reported a broken flange. All 21 returned syringes were examined and it was observed that 1 syringe exhibited a broken flange. The part of the barrel that interfaces with the plunger cap was observed to be damaged. The remaining 20 syringes did not exhibit a broken flange. Manufacturing ((B)(4)) will be notified of the observed issues. 2e. Samples returned (dimension) - the customer reported a short needle. All 21 returned syringes were examined and it was observed that 14 syringes exhibited needle hub and shield assembly separation (this issue was investigated under investigation (B)(4)). It was also observed that 2 out of the 21 returned syringes were 31gx6mm, 0.3ml bd insulin syringes. The remaining 5 syringes were measured using a cannula length gauge and were found to be within specification for 12.7mm (1/2¿) length cannulas. Since all 21 syringes were returned loose and without packaging it could not be determined if the 31gx6mm, 0.3ml syringes were returned as a result of a manufacturing defect. 3. CAPA/sa - a. CAPA (B)(4) has been opened to address the issue of needle hub separates; b, c, d, e. Plunger unable to move, stopper damaged, flange broken, dimension - based on the above investigations no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. 4. DHR review - a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 21 bd insulin syringes with the bd ultra fine¿needles had hub separated, damaged product, plunger, clogging and scale marking issues. The following information was provided by the initial reporter : the user reported and brought in 21 affected products with the following issues- hub separates, broken plunger rod, unable to operate plunger rod: the plunger rod did not return back (based on the user's verbatim report). Needle clog, misaligned scale.